Event description:
The customer contact reported a leak; subsequently bleedback was noted. The tubing set was being used to deliver 18gm of zosyn, with vtbi (volume to be infused) of 310ml, at a rate of 12.9ml/hr, for a duration of 24 hrs via a gemstar pump. After an unspecified length of time in use, the homecare patient notified the pharmacist that an unspecified volume of solution leaked from one of the two air vents on the filter. An unspecified volume of blood backed into the tubing. The solution that leaked was cleaned up according to the user facility's protocol. The zosyn container and the tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).